Manufacturer narrative:
(B)(4). The device malfunction of this implant was reported with report no. 6000034-2014-01380 on (B)(6) 2014.

Manufacturer narrative:
This report is filed june 20, 2015.

Event description:
Per the clinic, the device was explanted on (B)(6) 2014, due to a device malfunction. The patient was reimplanted with a new device during the same surgery.